Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; display wires were found pinched and insulation was compromised. Analysis also found two case screws were contaminated. (B)(4).

Event description:
It was reported an error occurred. The device was returned for repair. There was no patient involvement.